Event description:
During preventative maintenance of the device, the field service technician reported that upon the power up self-test of the roller pump, there was no flow present and no message displayed. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.